Event description:
It was reported that the patient was having severe pain due to an unknown complication during the trial procedure. The patient was advised to take extra pain medication. The patient completed the trial, and the leads were pulled.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7190697.

Event description:
It was reported that the patient was having severe pain due to an unknown complication during the trial procedure. The patient was advised to take extra pain medication. The patient completed the trial, and the leads were pulled. Additional information was received that the trial leads were kept by the medical facility.